Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
This is a revision of an old implant (made 15 years ago), not an accident. We don't know if the patient has been revised by tornier legacy implant.we don't have further information about the hospital.